Manufacturer narrative:
Description of device analysis: date of procedure: ni. Only the main coil was returned wrapped around itself in a plastic bag. No procedural info was provided, and the catheter used in the procedure was not returned for eval. The main coil's proximal end was stretched to 66.2 cm and lost its helical shape. The proximal end of the wire had flattened portions from the crimping to the hypotube. From the condition of the main coil it appeared that after the coil stretched, the wire totally unraveled from its welded joint. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that during an aneurysm embolization procedure, a gdc coil broke during withdrawal of its core wire. There was no impact to the pt from this occurrence. No other info was given on this procedure.